Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that about 3 or 4 weeks ago they started to have bowel problems. They stated that they have the device to treat urinary incontinence and had never really checked it because they didn¿t need to. Prior to this, they had a tendency to be constipated and would drink smoothies to make them go, but now they were ¿all dilated¿ in their sphincter muscle and it was loose; it¿s not diarrhea, but it¿s pasty. The patient thought that something was off, like it was in the wrong area of the body, but no falls or trauma were reported. Therapy information was reviewed with the patient as they asked if fecal issues were related to the implant. It was recommended that they follow up with their healthcare professional to discuss their fecal symptoms.